Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged in the middle of the stent profile with struts distorted and stretched. The stent appears to be partially inflated at both proximal and distal ends. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and it was noted that the wings were slightly relaxed out of their folded position. There are no signs of positive pressure being applied to the balloon. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-may-2016. It was reported that crossing difficulties were encountered. The 85% stenosed, 32x2.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.